Manufacturer narrative:
To date, information suggests that this medical device remains in service with no known electrical re-programming or surgical intervention. There was no allegation against the associated non-bsc right ventricular lead. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) did deliver an inappropriate shock in response to the patient's arrhythmia, which did induce ventricular tachycardia with delivery of 5 subsequent appropriate shocks. The patient was admitted to a hospital and provided medication to mitigate the arrhythmia issue. The patient was going to continue to be followed up on and would have follow up defibrillation threshold (dfts) testing scheduled. There was no allegation against the associated right ventricular (rv) lead.